Manufacturer narrative:
Customer also returned lot 478401 exp. 2/28/2021. The test strips were within date at the time of the report. The manufacturer's investigation unit was unable to test the expired product, however a visual investigation was conducted and no signs of damage or contamination were observed. The customer did not return the strip lot# 478701. Therefore, no testing of the test strips involved in the complaint could be performed. The retention samples of the lot the customer complained about were tested and the results met the specifications.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer has three different vials of test strips (lots 478401, 478702, 478701), it is unknown which vial was in use at the time of the results comparison.

Event description:
It was reported the patient received the following results within 15 minutes: 30.0 mmol/l and 6.0 mmol/l.